Event description:
It was reported that the person with diabetes reported that starting 3 days ago, she began receiving line blocked alarms that she was not able to resolve with the current cassette or infusion site. She changed the infusion sites and the cassette twice before the line blocked alarms resolved. This reported issue indicated that blockage occurred during patient use (damage to device or malfunction) that prevented delivery or extraction of fluids and could lead to an interruption of therapy. There was patient involvement and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D4 - primary UDI number: d4: only di provided as lot number is unknown.